Event description:
A (B)(6) female presented for elective total left hip arthroplasty. Pt tolerated procedure well and course of surgery was uneventful. Routine post-operative films were taken, and 1 cm rectangular metallic density identified. The metal piece is not located within the hip joint, but appears to be located in anterior soft tissue and not against the bone. Repeat films with two opposing views were obtained for confirmation. Surgeon and radiologist discussed findings. The metallic piece was identified as part of equipment called vertical alignment rod. This equipment was brought in to the facility by a vendor from smith and nephew. This same instrument was inspected and noted to have a piece missing. The smith and nephew vendor was notified. Full disclosure was made to the pt regarding the retained foreign body. All questions answered and options, risks and benefits discussed. Pt was alerted and oriented and made the decision not to have another surgical procedure to remove it and elected to retain the foreign body. Surgeon agreed with pt decision as the location of the metal did not pose harm to the pt or to the joint space.